Manufacturer narrative:
(B)(4).

Event description:
A medtronic representative reported that, while performing a system check-out, the navigation system became unresponsive at the register screen. In trouble-shooting, the mouse was also unresponsive and would not move on the screen. The ent 2.3 software was un-installed and re-installed. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no hardware problem found. The reported event was confirmed to be unrelated to a computer hardware issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4) 2015, software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. - (B)(6) 2015, a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software testing showed a shutdown to the blue logo screen. Trouble-shooting did not restore normal function. Computer was replaced, system performed as intended. Surgeon profile and networking information was restored. Exams successfully loaded by disk and network push. Issue resolved.